Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on the 2nd port of the tubing up from the patient connection is where the fluid and patient's blood back flowed and leaked. Although requested, there were no further details or information provided and no report of harm.